Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) even though no product malfunction was observed. A replacement surgery was performed. Patient was reported to be okay. No more information available at the moment. Should additional information become available, it will be provided.